Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fill resistance was experienced. Additionally, it was reported that there was a piece of white septum in the syringe. Customer's blood glucose level was not impacted by these events. A syringe needle change was performed and the same cartridge was successfully used for insulin deliveries.